Event description:
A packaging or package label problem was reported, components were missing from package. Hcp (health care provider) did not see any of the boots or the pin for the 8731sc catheter.

Manufacturer narrative:
(B)(4).